Event description:
Electro physiologist reviewed this sensor issue. When the catheter was connected to the cable, the sensor reading was not displayed on the monitor. The cable was exchanged first, but it did not resolve the issue. The catheter was removed and a new catheter was used. There was a sensor reading with the new catheter. No injury to the patient.